Event description:
It was reported that the customer had an issue with the insulin pump's sensor. Her sensor glucose reading was 40 mg/dl but her blood glucose level was 180 mg/dl. The insulin pump went into threshold suspend. The customer could hardly hear the alarms. She has down syndrome. The customer received calibration error alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.